Event description:
It was reported that the physician inquired whether the electrocardiogram (ECG) was displaying a "true pause episode" from the implantable cardiac monitor (icm) and it was noted the icm exhibited undersensing. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).